Event description:
It was reported that prior to an unk procedure, instrument was pulled. The packaging was already opened. It was not sealed therefore, was not sterile. Case completed by pulling another instrument. No pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. Upon receipt of the package, it was confirmed that there is an inadequate seal between the blister and the tyvek. The batch history records were reviewed with no defects or non-conformances noted.